Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: proximal radiolucent lines in a stem of tha performed 1,5 years before. The impression from the only x-ray supplied is that the stem may have found difficulties progressing into the femoral canal, perhaps due to very hard cortical bone in the diaphysis. It may have stopped a little too high, by few millimetres, and found its stability only in the distal portion, giving rise to the phenomenon of "stem potting" and proximal instability. Information is not sufficient to try to make a reasonable hypothesis as to the cause of the event. It appears unlikely that this was originated by a fault in the device. Batch review performed on 08 march 2016. Lot 134777: (B)(4) items manufactured and released on 11 december 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Explant not available.

Event description:
The patient was experiencing hip pain. The surgeon noticed that the stem was potting. The surgeon removed the stem and ball head and replaced them. The surgery was completed successfully. X-ray will be available. The explants will not be returned.

Manufacturer narrative:
On 06 may 2016 it was prepared a final report with the information already submitted in the initial report.on 11 may 2016 the report was sent to the initial reporter and the case was closed.